Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. A DHR review was unable to be completed as the product lot number was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Other, other text: d3: manufacturer name, city and state, d4: model number, catalog number, lot number, expiration date, UDI section, g2: manufacturing site address, g5: 510k, and h4: manufacture date are all unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had a "faulty bivona tracheostomy tube". It has a rip on the right hand side of the flange. Customer reported that "no mis-management with this tracheostomy" tube had taken place. Confirmation was obtained that the issue occurred while the device was in use with a patient. The issue was found in the morning, when mother was giving stoma care to the child. "The child is not active enough to interfere with the trachy. There was no patient harm and no medical intervention. The outcome of event is that trachy was sent to review and internal datix incident reporting underway."